Event description:
While preparing a patient for anesthesia induction in the operating room, it was noted that the 3 y site bbraun infusomat tubing was leaking at the junction between the backcheck valve and the caresite y site connector - below the pump segment. The tubing was found to be leaking after placing it into the pump. Patient was in operating room about to undergo induction; physiological monitors in place.